Event description:
The user facility reported the front wheels on a steris transfer carriage "rolled to the back of the cart" causing the cart, contents on the cart, and the cart operator to tip over and land on the floor. The employee hurt her back and shoulder and went to employee health where aspirin was given to her and she returned back to work. Items on the cart were reprocessed before being used during patient procedures. No procedural delays/cancellations reported or property damage.

Manufacturer narrative:
A steris service technician inspected the transfer carriage and reported the transfer cart was bent as a result of impacting the ground during the event. The technician was not able to recreate the situation that occurred and no adjustments were needed to be made to the transfer carriage.